Event description:
It was reported that during a procedure performed in the (B)(6) on (B)(6) 2014, the tulip head of four 5.5 mmx 40 m long arm polyaxial screw splayed while torqueing the locking caps, allowing the caps to become loose. All four polyaxial screws were removed and replaced. A delay to the procedure of fifty (50) minutes resulted.

Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion.